Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the infant flow sipap stopped working/ventilating while on a patient. Lost all flow. Screen flashed red where pressures were shown but no alarm. Everything attached correctly to the sipap. End users immediately became aware of the problem as they were present in the room, provided manual ventilation, and transferred the patient to a backup device. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Result of investigation: the reported issue was not reproducible. Planned preventive maintenance, routine annual service, full calibration, functional and electrical tests were performed. No fault was found.